Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted particulate matter approximately 0.20 square millimeters in size floating in the reservoir. Ftir spectroscopy identified the particulate as acrylic material. The reported condition was verified. The cause of the particulate matter is not known. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate contained a fiber. This was identified before use. The device was filled with an unspecified amount of ciprofloxacin. There was no patient involvement. No additional information is available.